Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: could not confirm the customer comment that the device would not turn on properly, however it did fail the power down/thermal testing on its incoming functional testing and the micro processing unit was replaced due to the failures. The power supply was also replaced as a preventive measure. It was additionally noted that error logs showed a system error and the software was reloaded and updated. (B)(4).

Event description:
It was reported that the programmer would not turn on properly. The programmer was returned for service. No patient complications have been reported as a result of this event.